Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the laser footswitch was sticking. The surgeon indicated the laser was firing after he removed his foot from the pedal. There was no harm to the pt.